Event description:
2005 received a unit. Said when using the massager sparks started to fly from the spot the cord meets the unit. She alleges sparks shot about 4ft in all directions burying little bits of wire in the side of her neck. She states then the cord blew away completely from the unit. No medical treatment was sought. She said the unit was purchased about 2 months ago.